Event description:
The caller alleged discrepant results when compared with two different inratio meters. The pt's meter showed 2.6 was sent home. After a few hrs, the nose started bleeding and was rushed to emergency. The caller did not provide the real time reading. The caller alleged complaint, the pts inr was more than 10.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with two different meters. Pt was sent home with inr meter 2.6 reading. After the pt reached home, pt's nose started bleeding. The caller did not give real time reading. This is an adverse event. Prod will be investigated. Pt did not give realtime results.